Event description:
I had an essure implant on (B)(6) 2011. Following the implant, I developed severe abdominal pain/cramping, encountered heavy vaginal bleeding which caused me to become anemic. Additionally, I developed skin rashes on my lower extremities and debilitating joint pain. I underwent a total hysterectomy on (B)(6) 2015. I still continue to have the skin rashes which are painful and not responding to topical dermatology treatment, and I also continue to have severe joint pain which prevents me from playing with my children like I once was able to.